Manufacturer narrative:
This product is manufactured in u.s. But not marketed in the u.s. Diopter: -13.50/+2.0/x113. Device evaluated by manufacturer?: no, the lens remains implanted. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.50/+2.0/x113 diopter in the patient's right eye (od) on (B)(6) 2015. Refractive surprise was noted on (B)(6) 2015. The lens remains implanted. Error made on calculation. A secondary surgery is pending.